Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 5,000 mcg/ml fentanyl at minimum rate of 29.7 mcg/day. The reason for use was unknown. It was reported that the patient started hearing the critical alarm ¿a couple weeks ago¿ prior to the report date of (B)(6) 2018. The rep attended what they were told was assisting with a refill and dose adjustment. When the rep arrived, the physician said the plan was not to refill, but to start titrating the dose down with the plan eventually being to explant the pump because the patient wants to try and manage pain without opioids. However, upon interrogating the pump, it was found to be end of service (eos) which occurred on (B)(6) 2018 at 11:34, consistent with the patient hearing the critical alarm. When asked if she heard the non-critical elective replacement indicator (eri) alarm months ago (occurred on (B)(6) 2017 at 11:34), she said no. Logs also indicated that ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2018 at 11:35. The patient said the pump was turned down during a trip to the emergency room in (B)(6) 2016, (reasons unclear, other than she was ¿unresponsive¿) and she said she did go through withdrawal at that time. She did not seem to realize that the pump has been in minimum rate since then, and was under the impression she was still receiving therapy, and that it needed to be titrated down before it could be removed. Now that physician and patient are aware no titration needed, and the plan will be to remove pump as soon as it can be arranged. Surgical intervention did not occur, it was planned but not scheduled. The pump was turned to off mode so that the alarm would be silenced. The issue was resolved at the time of the report. The patient¿s weight was also reported. The patient status was reported as ¿alive ¿ no injury.¿ there were no known environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. It was reported that the hcp would have no further information on this event for the manufacturer. The product status was listed as ¿implanted ¿ out of service.¿ the device would not be replaced in the future. There were no further complications reported/anticipated.